Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarms noted during testing. The device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and scratched keypad overlay near bolus button.

Event description:
Father reported receiving a button error alarm on the insulin pump. It was noted that the customer fell and the insulin pump hit the cement. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.